Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shocks for a possible atrial driven rhythm with rapid ventricular response. Technical services (ts) noted normal device function and advised on review with cardiologist. No additional adverse patient effects were reported. This device remains in service.